Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulties with the lever were not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatments appear to be related to circumstances of the procedure as another device was used to advance the knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional superficial femoral artery procedure. Reportedly, the suture trimmer lever did not open the suture gate. A suture trimmer from another proglide device was used to advance the knot and trim the suture. Hemostasis was achieved with the suture of the proglide device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.